Event description:
This is the fourth time in the recent past in which the 9-pin connector shorted out and started a fire during an or case. The connector is located in the "spring arm" and connects with the light head at an elbow. To date, manufacturer has not provided acceptable resolution to problem.